Event description:
It was reported that during a mitraclip procedure, a pericardial effusion occurred which required a pericardiocentesis to stabilize the patient. The transseptal puncture was performed and a steerable guide catheter (sgc) was inserted and advanced to the mitral valve. A transesophageal echocardiogram (tee) was performed which revealed a thrombus and a pericardial effusion. Heparin was administered to treat the thrombus. A pericardiocentesis was performed to treat the pericardial effusion. The sgc was removed, and the procedure was discontinued. There was no clinically significant delay in the procedure. The patient does not have a preexisting history of thrombus and a pre-procedure tee performed was negative. The physician does not know what caused the thrombus. There were reported performance issues with any abbott device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device.